Event description:
Attempt to place midline catheter into patients right upper basilic vein. Accessed vein with no issues. Upon threading in the guidewire resistance was felt. Vat nurse immediately stopped and attempted to remove the guidewire with no success. X-ray obtained, guidewire found to have a true knot at the end. Ir consulted, patent was taken to surgery for a cutdown of the vein for device removal and placement of central access. Product number: (B)(6), rejt1306.